Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. Provocative testing was performed, the noise was able to be reproduced, and non-confirmed lead abrasion was suspected. The device was reprogrammed to resolve the event. The patient was in stable condition.